Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was non-functional. It was noted that the tubing was broken. All the components were removed and replaced. No further patient complications were reported.